Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional indeflator 20/30 referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that a negative was pulled on the indeflator; however, air was noted. When pressure was applied the pressure would not increase. The connection between the indeflator and the unspecified stent balloon was inspected but no issues were noted. The same issue occured with a second indeflator. The procedure was successfully completed with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was not fully connected resulting in the reported leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.